Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint device was not returned to cirl for evaluation, therefore a document-based investigation was carried out. Prior to distribution, all echo-hd-25-c devices of lot # c1592298 are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-25-c device of lot number c1592298 did not reveal any discrepancies that could have contributed to the issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1592298. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to a combination of tortuous anatomy and the device being used in a flexed or twisted position as indicated in the additional information. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was retrieved with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations: the patient underwent an fnb of a rectal mass in which the echotip procore high definition ultrasound biopsy needle, g55738, was used. The needle broke off inside of the patient but the physician was able to retrieve with the forceps. A procore 22 needle was used to continue the procedure with no further complications. The physician confirmed the lesion was very tough and scarred. There was no harm tot he patient and no additional procedures.